Manufacturer narrative:
New information received indicates there was a speaker issue as well as device failing self-test. Become aware date updated to 13jan2022 to reflect this new information.

Event description:
It has been reported that the device is failing self-test. And device speakers are not functioning properly.

Event description:
It has been reported that the device is failing self-test and the speakers are not functioning properly.

Manufacturer narrative:
New information received indicates there was a speaker issue as well as device failing self-test. Become aware date updated to 13jan2022 to reflect this new information.

Event description:
It has been reported that the device is failing self-test.